Manufacturer narrative:
There was spontaneous fragmentation of the yarn delivery system during long sheath passage. All materials used were cordis and all technical steps were performed correctly. The doctors have a lot of experience with our "carotid kit" (angioguard, aviator and precise). Additional information was requested; however, the information was not obtained after multiple attempts. No injury to the patient. The device was returned for analysis. A non-sterile ¿rx/5mm basket diameter/180cm¿ was received inside of a clear plastic bag. Device was unpacked to perform the visual evaluation. The returned components are the deployment sheath, the capture sheath, the torque device, and the peel away introducer, along with an unknown device. The rest of the components were not returned for analysis. The deployment sheath is separated in two pieces. The separated condition is located approximately at 47 cm from the proximal end. No other outstanding details were observed on the returned part. The separated area was analyzed using a vision system to magnify the damage. Results showed that the edges on the separated area presented evidence of elongations and material transfer. The elongations found on the plastic material and the plastic deformation are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the material was induced to a tensile force that exceeded the yield strength prior to the separation. A product history record (phr) review of lot 35265330 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿deployment (delivery) sheath ~ separated¿ was confirmed, a separated condition was observed on the delivery sheath. According to the instructions for use ¿the deployment and capture sheaths are delicate instruments and should be handled carefully. Prior to use, and when possible, during the procedure, inspect the deployment sheath, capture sheath, and capture sheath rx port region (approximately 30 cm from the distal tip) for bends, kinks, or other damage.¿ the phr review does not suggest the reported event by the customer could be manufacturing related. Nevertheless, this complaint will be escalated for further investigation and assessment.

Event description:
As reported, there was spontaneous fragmentation of the yarn delivery system during long sheath passage. All materials used were cordis and all technical steps were performed correctly. The doctors have a lot of experience with our "carotid kit" (angioguard, aviator and precise). No injury to the patient. The device was returned for evaluation. Additional information was requested; however, the information was not obtained after multiple attempts.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, there was spontaneous fragmentation of the yarn delivery system during long sheath passage. All materials used were cordis and all technical steps were performed correctly. The doctors have a lot of experience with our "carotid kit" (angioguard, aviator and precise). No injury to the patient. The device was returned for evaluation. Additional information was requested; however, the information was not obtained after multiple attempts.